Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver would not power on. The case was opened for further evaluation. An interior inspeciton found the moisture detection sticker activated. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be moisture damage.